Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and mesh was implanted. On (B)(6) 2024, moderate postoperative worsening urge incontinence was noted. Unspecified drug therapy was provided, but the event was reported as not recovered/not resolved. The relationship to the study device is possible and the relationship to the primary study procedure: is unlikely. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? How was the urinary retention confirmed? Please describe any medical intervention required to treat the incontinence including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: name of index surgical procedure? - combined anteroposterior repair, bilateral sacrospinous ligament suspension, retropubic midurethral sling, cystoscopy the diagnosis and indication for the index surgical procedure? - pop + sui were any concomitant procedures performed? - combined anteroposterior repair, bilateral sacrospinous ligament suspension other relevant patient history/concomitant medications? - no please describe any medical intervention required to treat the incontinence including medication name and results. - she was on oxybutynin xl preoperatively, postoperatively she started taking vesicare and then trospium xr 60mg what is the physician¿s opinion as to the etiology of or contributing factors to this event? - she had uui before the surgery more bothering than sui. What is the patient's current status? - she hasn't made an appointment yet in 6 months product code and lot number? - sling tvt exact gynecare tvtrl - log2168169 / lot no.: 3942619.